Manufacturer narrative:
This report is submitted on 27 march 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. The patient underwent skin revision during this procedure.

Manufacturer narrative:
This report is submitted on 17 february 2020.

Event description:
Per the clinic, the patient experienced pain at abutment site and subsequently was treated with oral antibiotics on two separate occasions and the abutment was removed. The implanted device remains.